Event description:
Since thermocor was leaking, switched to belmont machine (tinker). After few units of rbc, the machine got overheated. Switched to another belmont rapid infuser (taco). After a few units of rbc, the machine overheated; the coil was very hot and the ring was bent and twisted.